Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. There were no deviations or non-conformances during the manufacturing process. A failure analysis and determination of root cause is not possible due to product has not been returned. The reported complaint is unconfirmed. Device identifier: (B)(4).

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The customer reported that the 00mlx mlx 300w xenon lightsource, the control board was defective. The mlx machine was not going on. Both fuses were replaced, and the machine was switched back on. The fuses burnt. It was unknown if there was patient contact, injury, or a surgical delay. Additional information has been requested.